Manufacturer narrative:
The account found the side rail center arm cover missing and the communication cable obstructing the latch lock. The account reset the side rail cabling properly and replaced side rail center arm cover to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.